Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported during a follow-up call that a pt had been hospitalized multiple times. The pd nurse reported the pt was not on therapy before being taken to the hospital on (B)(6) 2014 and the pt was diagnosed with hypercalcemia and hyperglycemia. The pt has been discharged from the hospital. Medical records have been requested.